Manufacturer narrative:
The manufacturer was advised that the lvad pump was not explanted and will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be confirmed as the pump was not available for analysis. A review of the device history records revealed the pump met all applicable specifications upon product release. Based on the information available to the manufacturer, the root cause for the reported event could not conclusively be determined. Hemolysis and right heart failure are however listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system (lvas). No further information is available at this time. The manufacturer is closing its file on this event. Placeholder

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received information through the device tracking system that stated pt death dated (B)(6) 2013; rv dysfunction and hemolysis. User facility reported (B)(4) was received from the intermacs registry.

Event description:
Additional information: it was reported that the right heart failure (rhf) presented as low flows and pulmonary congestion. The patient was given inotropes but the rhf did not improve. The patient was reportedly not eligibile for a pump exchange or heart transplant, palliative care was offered and the patient expired thereafter.